Event description:
It was reported that patient had diaphragmatic stimulation. Lead impedance is greater than 3000 ohms with all vectors except left ventricle tip to right ventricle coil. The device has been reprogrammed and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.